Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Modelepk-3000-us is available in the USA with a 510k number k172156. As a result of the DHR investigation, it was returned due to out of box failure, repaired (e board replacement), and reshipped. After receiving the complaint, a reproducibility test was conducted. Electronic scope used: vnl-j10 (s / n: (B)(4)) the reproduction test was carried out under the following conditions with reference to the error frequency and the number of times (about 80 times) from the log information. With the electron scope inserted, turn on the power of the main unit. When the image appears normally, repeat the action of turning the power off and then on again 100 times. Result: performed 100 times, but the error code "03-0040" did not occur. Since it does not reproduce, the pre-process board was replaced as a preventive measure.

Event description:
Error code 03-0040 occurred when connecting to scope before use. There is only one scope and it does not occur with the other epk-3000. Since it occurred before use, there is no health hazard to patients and medical staff.